Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter is experiencing high blood glucose level of 480 mg/dl. The customer had symptoms such as bad headache and keytones but no other symptoms. Treated with manual injections. Customer's blood glucose value was unknown at the time of the call. Customer's mother reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer states they are experiencing high blood glucose levels due to pump shuts off. Troubleshooting was performed. Customer was advised pump will be replace due to power errors. The pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. Pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.